Manufacturer narrative:
Upon review of the device history for serial number (B)(4), it was determined that the glidescope avl video baton 3-4 was manufactured on 23-jan-2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. Due to the age of the device, and the fact there are no repairs available, the customer elected to replace the unit. The video baton used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently and would show lines. The procedure was completed using another avl system, which was available for use in less than a minute. No harm to patient or user was reported.